Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27370068.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were discarded by the medical facility.